Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2014 due to loosening of the femoral stem. During the revision procedure the cup was noted to be malpositioned. The modular head, acetabular cup and stem were removed and replaced. The patient underwent an additional revision procedure on (B)(6) 2014 due to loosening of the acetabular cup. Cup was reinserted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-07748 /-07749 /-07750).